Manufacturer narrative:
The age of the device was calculated as the time elapsed between device sterilization and the date of the event. (B)(4). Sorin group (B)(4) manufactures the inspire 8 phisio oxy module with integrated phisio hard shell venous dual chamber reservoir. The incident occurred in (B)(6). Per exemption number e2016005. The involved device has been received at sorin group (B)(4) for investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not yet returned.

Event description:
Sorin group (B)(4) has received a report of increased inspire 8 trans-membrane pressure at the beginning of a procedure. The medical team elected to change-out the oxygenator. During follow-up information with the customer, on march 04th 2019, sorin group (B)(4) has been informed that lidocaine was administered to the patient during the procedure as a consequence of the increased trans-membrane pressure. There is no report of any patient injury.

Manufacturer narrative:
Sorin group italia manufactures the inspire 8 phisio oxy module with integrated phisio hard shell venous dual chamber reservoir. The incident occurred in treviso, italy. Per exemption number e2016005, sorin group italia s.r.l. Is submitting the report for both sorin group italia s.r.l (manufacturer) and livanova USA., inc. (Importer). The involved oxygenator has been returned to the manufacturer and submitted to gamma ray decontamination prior the inspection. The visual inspection found no defects nor non-conformities. The device was submitted to test for transmembrane pressure verification: the test could not reproduce the claimed issue, the pressure drop values measured during our laboratory test was found to be within product specifications and the device behaved as expected. Based on the evidence of device inspection and on previous investigated similar cases, it can be confirmed that the increase of pressure drop has been associated with platelet adhesion and fibrin layer deposition inside the oxygenator. The most probable root cause of platelet adhesion and fibrin deposition is multi-factorial and include clinical procedure (e.g surgical material), therapies (e.g. Anticoagulant prescription, heparin composition and priming composition) and patient specific health conditions. Based on medical literature, the origin of the activation and interaction appear to be multi-factorial in nature and not device specific. For this reason, no specific corrective action has been identified at the present date.

Event description:
See intial report.